Event description:
During product evaluation, the bench repair technician identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported. The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device speaker had no sound. The device was removed from service. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker.